Manufacturer narrative:
B3. Date of event: used first day of aware date as event date is unknown. E1. Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and calcified popliteal artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured upon second inflation at 6 atmospheres within few seconds. The device was removed using normal method without any problem. There were no complications reported, and the patient was in good condition post procedure.